Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the device investigation, olympus is not able to definitively conclude what caused the boards to fail, but the age of the device and repeated use may have been contributing factors. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
Evaluation of the device confirmed the reported error (error code 200 ref 54). The device was found with no power when turned on due to faulty power supply unit (psu). Using the reference psu test board, the unit powered on and an error code 200 ref 54 generated due to faulty pkrf board. The unit was found missing 1 mounting foot, d socket cover and the core of transformer on pkrf board were observed to be broken. The ID band test failed intermittent due to faulty ID board. Using a reference test board, the device was observed with stable output power and is within specification. A two hour burn-in test performed and the device passed testing. The current software is v3.02 needs to be upgraded to v3.03. Additionally, the device housing was observed with multiple scratches. Review of data fault log revealed error message 200 ref 54 indicated pk_skt_set failure [post check]. Cpu checks socket select relay setting showed 10 times in the log. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings the reported issue was due to defective pfrf board and psu unit attributed to electrical component failure. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device generated error code e200 ref 38 , error code 200 ref 54. No patient involvement on this event. No user injury reported.